Event description:
Info received indicates the hi/low function and air system are not working due to the coiled cables assembly getting caught in the head caster, damaging the cable and exposing wiring.

Manufacturer narrative:
The technician replaced the cable assembly to repair the bed.